Manufacturer narrative:
Date of event: an exact date of the onset of the patient''s intolerance was not provided, best estimate is between (B)(6) 2017 -(B)(6) 2018 (implant and explant). (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zxr00 20.5 diopter lens was implanted in the patient's operative eye on (B)(6) 2017. It was later explanted on (B)(6) 2018 because the patient did not tolerate the lens. There was no incision enlargement, no vitrectomy, and no sutures used. The replacement lens was the same diopter, but different model zcb00. There was no patient injury. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 04/26/2018. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. The product is inspected by a qualified inspector using a microscope with a 12x magnification. No anomalies were found. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.